Event description:
The customer reported that her blood glucose reached 22 mmol/l (396 mg/dl) less than a day after the device was activated.

Manufacturer narrative:
The returned device was evaluate and evidence of an internal leak was found. The root cause was determined to be a damaged cannula. This manufacturing defect contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The product instructions warn the user that test results greater than 13.9 mmol/l (250 mg/dl) mean high blood glucose (hyperglycemia) and that healthcare provider treatment advice should be followed to treat hyperglycemia.